Manufacturer narrative:
Insulin pump passed the displacement, self test and passed the delivery accuracy test at 0.08720 inches noted. No missing segment and partial display anomaly and no delivery/occlusion alarm during test. Insulin pump received with minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had scratches on the screen and makes it hard to read. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump had unexplained no delivery alerts. The insulin pump will not be returned for analysis.